Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. Analysis was unable to verify low battery alarm, battery icons anomaly due to blank display. The insulin pump was received with minor scratched display window and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump went to blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped once. The customer stated that the insulin pump was not exposed to moisture. The customer stated that the battery spring was not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the battery compartment had discolored spots. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.